Event description:
In 2007, a female with a history of renal failure and hypertension was implanted with a gore propaten vascular graft in an a-v access procedure. Pt expired on the following month of unknown causes. There was no allegation of product deficiency made by the physician.